Manufacturer narrative:
12/9/1998- supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during an esophagectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the precedure. The hospital has reported no pt injury occurred.